Event description:
New information received states that the device was explanted and replaced. No issues came up during the surgery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when the patient presented for a routine follow-up, it was noted that the device was at eri with a battery voltage of 2.51v. During previous follow-up in august, the longevity estimate was 1.5-2 years with a battery voltage of 2.71v. Premature battery depletion was suspected. Device replacement is anticipated but no intervention has been performed. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Interrogation of the device revealed the device was at eol when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.